Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the patient, who had been trained and used the ilet, experienced hypoglycemia leading to discontinuation of use and a request to return the device, with healthcare provider involvement documented. Symptoms included hypoglycemia. Outcomes included device discontinuation and return for credit through the distributor. Investigation included internal case review and coordination with the field team for return approval and retrieval of the device. Investigation of this case revealed no device evaluation to date and no confirmed device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.